Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a backup vvi mode. Programming changes were made on (B)(6) 2025. Patient status was not reported.

Event description:
New information received notes that there were no patient consequences.